Event description:
During pts nocturnal hemodialysis treatment, it is alleged the blood level in the venous chamber rose and caused the transducer protector to become wet. The pt stopped treatment and did not reinfuse his blood. Ebl - 250 cc. Pt re-set up with new lines and dialyzer and completed his treatment. He did not require any medical intervention.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.